Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under one of the electrodes. Patient reported she was itching before the sore appeared. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient used lotion and the sore has improved. It is unclear if a medical professional prescribed or recommended the use of lotion. Reporting out of abundance of caution.